Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020 a patient (pt) in (B)(6) sent an email to report ¿eye infections constantly and repeatedly¿ while wearing the acuvue® vita¿ for astigmatism brand contact lenses. The pt reported, this time it is my left eye and its so severe that ¿I¿m close to losing my vision because of corneal damage.¿ the pt reported using the lenses for a couple of months now. No additional medical information was provided. Multiple attempts were made to contact the pt for additional medical information, eye care provider (ecp) contact information, and suspect product availability, but nothing additional has been received. The event for the os is being reported as a worst-case event as we were unable to verify the os diagnosis and treatment. The date of the event was not provided. The pt provided two lot numbers. It is unknown which lot number provided is for the os. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00ptg0 was produced under normal conditions. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00qph0 was produced under normal conditions. It is unknown if the suspect os contact lens is available for return for evaluation. If any further relevant information is received, a supplemental report will be filed.